Event description:
A report was received from the study indicating that approx. 28 months post index procedure the pt was hospitalized and underwent two-vessel revascularization which included the target lesion at 2nd obtuse marginal and the right marginal (non-target vessel).

Manufacturer narrative:
A 75-year old male enrolled in the study underwent revascularization of a target lesion treated with a cypher stent 28 months earlier. The pt's medical history including hypertension, hyperlipidemia and previous ptca to the right coronary artery place him at increased risks for mace. The pt was randomized to the study in 2003, and underwent initial eval indicated by stable angina. Coronary angiogram revealed a 75% in-stent restenosis (stent unk) located in the second obtuse marginal. The lesion was pre-dilated before placement of a cypher (2.5 x 8mm) at an unk deployment pressure. The procedure was completed without complications for a final stenosis of 0%. The use of asa and clopidogrel was documented. Approximately 28 months later, the pt was hospitalized for stable angina. A coronary angiogram (cag) was conducted in 2006. Post-cag, the target lesion in the second obtuse marginal was revascularized using balloon angioplasty and placement of a cypher stent. Three months later, the pt was admitted to the hospital and remained hospitalized for nine days with vascular myelopathy, arteria spinalis syndrome and paresis. One month later, the pt was hospitalized with a stroke and sub-arachnoid bleed. The pt developed several associated complications including pneumonia and hydrocephalus. Consequently, the pt expired sometime thereafter. The study reported these events unrelated to the cypher stent. In conclusion, restenosis is a known potential adverse event post coronary stenting associated with the progression of cardiovascular disease. There are pt factors that may have contributed to this event. Please note: the device involved in this event is distributed outside the united states. However, it is similar to the united states product cypher sirolimus-eluting coronary stent. Any add'l info will be submitted within 30 days of receipt.